Event description:
A hospital in (B)(6) reported via a distributor that two of the rt104 adult breathing circuit heater wires had an open circuit as the heater wire alarm was triggered. No patient consequences was reported.

Manufacturer narrative:
(B)(4) - the product referred to in the event description is not sold in the USA but it is similar to a product that is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both inspiratory and expiratory tubes of an rt104 breathing circuit were tested. Results: the resistance of the inspiratory heater wire was outside the acceptable range due to a poor connection of the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: high resistance in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that failed are rejected. This suggests that the heater wire developed the fault post production, possibly as a result of a weak crimp connection. (B)(4).